Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with juvéderm® vollure¿ xc. Ten days later, patient experienced inflammatory nodules around lips. Patient was treated steroids but symptoms going. Patient was dissolved with hyaluronidase. Symptoms has been resolved. Patient later injected in the lips with juvéderm® ultra xc. Three days later, patient experienced the same symptoms (inflammatory nodules). Patient was treated with doxycycline 100mg and symptoms ongoing. Patient was dissolved with hyaluronidase. Symptoms has been resolved. Syringe has been discarded. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00719) (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® vollure¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.